Event description:
Mentor gel implant. I had silicon gel breast implants surgery on (B)(6) 2007. After surgery I felt fine until around (B)(6) 2008. At that time, I don't know what happened but I was literally on the couch with absolutely no energy. I had to call my mother to come over because I wasn't sure if she would have to take me to the hosp or not. She could not believe that I had been on my couch for a week, with no energy whatsoever. I would get up to go to the restroom then go back and lay down. My daughter would bring me food after she got home from work. This was just the beginning of my health issues. Explantation scheduled for (B)(6) 2012. Whether they are silicone or saline implants, they both have a silicon shell. Breast implants cause severe problems. I have not felt well since they were implanted. I choose to regain my health back by not replacing with more implants.